Event description:
User reports drawer on pyxis anesthesia system failed to open when trying to access medications. No pt present.

Manufacturer narrative:
(B)(4). Additional data/failure investigation: medication bottle placed in pocket was too tall for drawer. Removed medication bottle. Drawer functioned as designed.